Manufacturer narrative:
No parts have been returned for analysis at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that during the navigate task of a minimally invasive l5-s1 sacroiliac and thoracolumbar fusion procedure, there was an alleged inaccuracy. The surgeon decided to remove the last two screws on the right side of the spine due to this. The first two screws that the surgeon inserted on the left side were accurate. There was a delay to the procedure of 30 minutes.

Manufacturer narrative:
The software investigation found that they were unable to determine the probable cause without further information since the behavior could not be replicated. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that during the navigate task of a minimally invasive l5-s1 sacroiliac and thoracolumbar fusion procedure, there was an alleged inaccuracy. The surgeon decided to remove the last two screws on the right side of the spine due to this. The first two screws that the surgeon inserted on the left side were accurate. There was a delay to the procedure of 30 minutes.